Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lead being left in the patient was due to physician discretion. The doctor decided to leave the paddle lead implanted. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had a pocket site infection. There were no known factors that may have led to the infection at this time. The swans were sent to pathology for testing. The explant was completed on (B)(6) 2019. All of the components were explanted, but the paddle lead. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.